Event description:
Customer reported an incident where the prismaflex machine produced an incorrect pt fluid removal during treatment. The pt fluid removal rate was set on the 'flow rate changes' screen, but was 100cc different on the 'status' screen. There was no blood loss reported. Reported machine runtime 476 (h).